Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm at 5 days post operation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("I have lost about a pound a day") and experienced energy increased ("more energy"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal, weight decreased and energy increased outcome was unknown. The reporter considered energy increased, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, weight decreased, energy increased most recent follow-up information incorporated above includes: on (B)(6) 2019: this record was detected to be a duplicate to case record # us-bayer-2015-453646 to which all information was transferred. Then this duplicate record (us-bayer-2019-060602) will be deleted. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I'm at 5 days post operation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("I have lost about a pound a day") and experienced energy increased ("more energy"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal, weight decreased and energy increased outcome was unknown. The reporter considered energy increased, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, weight decreased, energy increased. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.